Event description:
During evaluation of a returned high flow rate extension set, the set was found separated between the tubing and the female luer lock adapter. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem was verified. The cause of the problem was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. Evaluation summary: one sample was returned for evaluation. The set was found separated between the tubing and the female luer lock adapter during visual inspection. No other test was performed. Upon completion of baxter's investigation, a follow-up report will be submitted.